Event description:
Dr reported that two abutments broke in function. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Review of the lot histories of the subject products could not be completed since the lot numbers was unavailable from the doctor's office.